Event description:
Following a successful angioplasty, patient suffered a cardiac tamponade of the right ventricle. Patient became unwell approximately two hours post procedure and required a drain to be placed into the pericardial space to extract fluids.